Event description:
Additional information received reported that it was unclear if the shocking sensation had started immediately after implant. The shocking sensation stopped once the neurostimulator was replaced with the new prime advanced.

Event description:
It was reported that after being implanted with a restore sensor the patient perceived electrical shocks, like a coughing sensation. The patient experienced 20-40 shocks per day and perceived them more when the battery was full. The neurostimulator was explanted and replaced with a prime advanced. It was reported that there was no patient harm, but the results after implanting the prime advanced were not known yet. Additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
(B)(4). Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed.

Manufacturer narrative:
Analysis of the implantable neurostimulator model 37714 serial #(B)(4) found no anomalies. Analysis of the plug/boot model 3550-29 lot #unknown found no anomalies.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.